Event description:
Additional information received from the consumer reported no steps were taken to resolve the recharging difficulty and no troubleshooting or diagnostics were performed. The recharging issue had not been resolved as a medical center never arranged the appointment with the manufacturer's representative. It took the patient forever, 3 tries, and many hours to recharge the stimulation unit in her body. The round charger got hot and the patient could barely move even and inch to keep the unit charging. It was noted the patient had a stimulation unit in her lower back and a pain pump in her lower abdomen. The patient felt it would have been nice to work on her stimulation unit at the same time she got her pain pump refilled.

Manufacturer narrative:
The information regarding the leads after the system explant was addressed in MDR # 6000153-2016-00806 and MDR # 6000153-2016-00807. Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID pnma01411a004, product type: recharger. Product ID 37791, product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was never able to have a meeting with a manufacturer representative. The patient had not been able to ¿could get it charged to shut it off.¿ the patient felt constant vibration which was making them feel like they had to urinate all of the time and was up all night. The patient had been holding their recharging unit together with duct tape as well. The patient reported that they had notified their health care professional (hcp) at the pain pump clinic about their scs concerns however the hcp stated that they never got the messages. The patient had the scs device removed on (B)(6) 2016. It was reported that the problems that led to the explant were the patient not being able to charge, undesirable stimulation sensation, the feeling like they had to urinate, and damaged recharging equipment.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID pnma01411a004, lot# unknown, product type recharger. Product ID 37791, product type recharger. (B)(4).

Event description:
The consumer reported getting poor coupling when recharging. Recharging was taking too long and they couldn't get their device to charge to full. The patient had been trying to charge and had charged 2 different times for 2 hours at a time and their implantable neurostimulator (ins) was still not 100% charged. The patient could not move or it would make a difference with coupling. The patient had to squeeze the belt very tight and sit completely still. Recharging was uncomfortable for the patient and they would feel kind of warm around the ins site. It felt warm because the patient would sit against a pillow when they were recharging. The device was implanted around the patient's waist band level. The patient could get 6 to 8 coupling boxes initially but it would only last for a few minutes and then their coupling level would vary. The patient tried repositioning the antenna but the issues did not resolve. The patient had to hold the belt so tight that they couldn't breathe. If they breathed at all they would lose coupling. The recharger antenna was also getting warm because the patient was holding it. No outcome, troubleshooting, or diagnostics were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a foll ow-up report will be sent. Indications for use: chronic low back pain spinal pain.